Event description:
It was reported the customer was experiencing high blood glucose. The customer's mother reported that her daughter's blood glucose had been high ever since the insulin pump was replaced. It was found the customer's insulin pump passed all functional testing during troubleshooting. It was also found the customer had received a no delivery alarm. The customer was advised their insulin pump was working as designed. Customer's blood glucose was 190 mg/dl. Customer's mother requested for the insulin pump to be replaced. No additional information provided.

Manufacturer narrative:
Pump unable to prime during prime/a33 test due to faulty fsr. Pump passed displacement, rewind, basic occlusion, occlusion, and excessive no delivery test. Pump received with minor scratched display window, cracked display window corners, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).